Manufacturer narrative:
(B)(4).

Event description:
Procedure type: coronary bypass. According to the reporter: the thread broke during the procedure. Another suture was used. Nothing fell into the patient's cavity. It is not known if the operating room time was extended. Bleeding was less than 200 cc.; however, the patient was given a transfusion.